Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a cocr neck fracture. Products not revised. Procotyl l 60mm cup, pha06220; procotyl acetabular liner group g 0 lip, pha04614.